Event description:
Healthcare professional (hcp) reports 4 incidents of blood leaks with the CT 190g dialyzers. All incidents occurred over the past three weeks. One incident occurred at the onset of treatment and the others occurred at various times during the treatment. Leaks were noted by an audible machine alarm and confirmed by a hemastix test strip. No significant blood loss. Treatments were discontinued and resumed with new disposables and completed without incident. No patient injury or medical intervention reported per hcp.